Event description:
As reported by the edwards field clinical specialist, during the transapical tavr procedure, the patient was noted to have sustained an annular rupture following deployment of the 26mm sapien valve. The 26mm sapien valve was positioned 50:50, within the native annulus and deployed in a 60:40 aortic position. The physician noted that there was no perfusion into the left main and thought that it was possible that the valve could have been covering the left main. The patient was administered CPR and was attempted to put on bypass. Unable to access the femoral artery for bypass the team decided to open the patient's chest. Once the chest was opened, the patient was placed on bypass and perfusion was maintained. The post bypass angiogram showed the patient had sustained an annular rupture. The team decided to convert to an open avr procedure and explant the sapien valve. The patient was noted to be in stable condition post or with an open chest.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A design history record (DHR) review was not performed/required as there was no allegation of a device malfunction. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the tavr procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in the absence of imaging, the root cause for the reported annular rupture cannot be determined. However, it is possible that the patient¿s severe aortic valve calcification in combination with borderline valve oversizing (26mm sapien valve in a 22mm native annulus) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.